Event description:
It was reported that this deep brain stimulation (dbs) system was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the implantable pulse generator (ipg) and lead extension were electively explanted due to the patient having an additional lead implanted for better tremor control. The physician elected replace the battery and single lead extension with a dual-channel battery and two lead extensions. The implant procedure was completed without any device issues, and the tremor has been resolved. The explanted devices will not be returned to boston scientific for analysis, as they were retained by the facility.

Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: 7129751 UDI: (B)(4).

Event description:
It was reported that this deep brain stimulation (dbs) system was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: (B)(6) UDI: (B)(4).